Event description:
I used complete moisture plus contact lens solution. I occasionally wear my contacts in 2007, shortly after putting in my contacts using this solution, my vision became cloudy. Even after I took the contacts out, my vision was blurry. The next morning, I woke up with excruciating pain in both eyes and could barely open them and they were constantly tearing. They were also swollen too many times their normal size and red. I could not get in to see an ophthalmologist, since it was a holiday weekend, but I did go to my optometrist who said I needed to see an ophthalmologist, but he believed I has severe keratitis. He prescribed voltaren and zymar eyedrops and told me if I didn't improve in the next few hours to go to the ER. I became worse and was driven to the ER. The physician's assistant there said they thought it was possibly uveitis, but I needed to see an ophthalmologist on tuesday. I did see an ophthalmologist on tuesday, but I had improved so much she was only able to detect some minor inflammation in one eye and could not be sure if what I experienced was severe keratitis or uveitis. Diagnosis: to store and clean contacts. Event abated after use stopped: yes.